Event description:
It was reported that "the guidewire was damaged and became spiral during use. Reportedly, the guidewire was caught and some force was applied to the point and it became damaged."

Manufacturer narrative:
One triple lumen presep catheter with one 0.032" guidewire was returned for evaluation. No visual damage was observed on the presep catheter. The guidewire was returned stretched. The catheter was examined and the catheter body, backform and extension tubes were found to be in good condition. The distal medial and proximal lumens were patent without leakage. A lab sample 0.032" guidewire was passed tip to hub and hub to tip without any restrictions observed. The returned guidewire had a broken weld on the straight tip end and the outer coil wire was unraveled over a 30cm area. There were no missing components from the wire or catheter. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that some procedural factors may have contributed to the event. No actions will be taken at this time.